Event description:
The customer reported the system displayed error code messages. No report of patient injury.

Event description:
Reporter alleged a patient received a result of 332 mg/dl on inform system 1 compared back to back with a result of 57 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).